Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary. Evaluation statement: the reported omnispan needles were received and evaluated. Visual observation reveals that the implants are off both the needles. We cannot determine at what point in time they were deployed off the needles. The reported issue is with the omnispan applier and no fault was found with the needles. A batch record review has been conducted for this batch to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one unrelated complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the batch review 3662450 showed that the devices were conformed to in process and finished goods specifications when released to stock the 30 jan. 2013. Expiration date: 2016-01 (according to retained labels). No nc was opened. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Our affiliate reported the physician tried to deliver the implant with the gun but wasn¿t successful. He changed the deployment gun and tried a second time (again unsuccessfully). Deployment worked at third attempt with the third deployment gun. Afterwards, the physician dissembled the devices. The guns were discarded, remaining parts (needles etc.) Are being returned. Procedure was prolonged appr. 5 ¿ 10 minutes. No patient harm reported. Please see also medwatch report 1221934-2018-53474, 1221934-2018-53475, and 1221934-2018-53470.